Event description:
As reported by the user facility medwatch report: "the pt had a vena cava filter placed due to dvt. Filter was removed four months later. The operative report states, "note that initially the filter appears to have one leg above the tip. There is also a small filling defect just above the tip of the filter. Since it was a small defect, it was not felt to be a contraindication for removal. The filter was pulled into the sheath and removed. A final venogram performed through the sheath shows no evidence of damage to the inferior vena cava. No evidence of residual filter pieces. The damaged leg was successfully retrieved as well". Pt returned one month later. On chest x-ray, "a curvilinear metallic structure lies within or superimposed over the medial aspect of the right pulmonary base. Again, follow up exam is recommended in order to exclude a foreign body within the lung." Pt expired. On autopsy, foreign body found in right lung. Pathologic indicated did not cause or contribute to the pt death". Further information was subsequently received. The physician who performed the autopsy stated that there was massive pe and that the foreign body found in right lung did not cause or contribute to the pt's death; however, neither the exact cause of death nor the autopsy report are available at this time.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. The filter is not available for evaluation, as it was discarded by the user facility at the time of filter retrieval. The foreign body that was removed is being retained by the user facility risk management dept. The event investigation is currently underway.